Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported that the sensor wire was broken and stuck in her skin. She was transported to the hospital by her husband on (B)(6) 2024. The patient was provided antibiotic and had an x-ray. The patient was discharged after 4.5 hours. At the time of the report, the patient said that the wire was still in her arm but she was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.